Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed twenty-two minutes into the treatment. Blood was observed dripping from the red t-connector on the arterial side of the combiset. The rn stated there did not appear to be any loose connections; all connections seemed secure. There were no alarms from the machine. No leaks were noticed during the priming phase. The rn also stated there were no changes or disruptions in pressure that could have caused or contributed to the failure. The patient¿s blood was returned following the event, and blood loss was minimal. Estimated blood loss (ebl) due to the leak was <5 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.